Event description:
It was reported that during a routine removal of the filter, it was noted that an upper limb was detached and firmly attached to the cava wall, approx 2cm above the filter. The filter was removed without issue. The limb remains securely embedded within the cava wall. No plans to remove the limb. Pt is doing fine, no complications.